Event description:
It was reported that a balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon had difficulty crossing the lesion. Then, inflation was performed when the device was about halfway into the lesion; however, the balloon ruptured at 6atm. The physician's comment was that "the balloon ruptured due to calcification". The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).